Event description:
Following a fall, the implantable neurostimulator (ins) depleted in one day, much more quickly than it used to. On (B) (6) 2009, a "problem" with impedances was reported and an ins overdischarge was suspected. They were unable to communicate with the ins and the pt last had stimulation two weeks ago. Two pmrs (physician mode recharge) were done in the clinic and then the pt was sent home and continued to do pmrs for six hours. The ins would not come out of overdischarge. On (B) (6) 2009, a different programmer was tried to see if they could synch the device and get the system unlocked; they were not successful. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).